Event description:
A customer contacted beckman coulter inc. (Bci) stating that six hydro canister lids of the unicel dxc 600 synchron chemistry analyzer cracked. No injury was reported in association with this event.

Manufacturer narrative:
A bci field service engineer (fse) replaced the lid on the canister.